Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 1 patient sample tested for elecsys ft4 ii assay (ft4 ii) and tsh on a cobas 8000 e 602 module. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii results. The initial ft4 ii result from the e602 module was 100.0 pmol/l. The initial tsh result was 0.15 uiu/ml. These results were reported outside of the laboratory where the dr. Requested repeat testing due to the clinical condition of the patient and other findings. On (B)(6) 2018 the sample was repeated on the e602 module and the ft4 ii result was 100.0 pmol/l and the tsh result was 0.189 uiu/ml. The sample was repeated by the architect method and the ft4 result was 11.26 pmol/l and the tsh result was 1.66 umol/l. The sample was repeated by the beckman coulter method and the ft4 result was 10.8 pmol/l. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The customer's calibration signals and qc data were acceptable.

Manufacturer narrative:
A general reagent issue can be excluded based on the acceptable calibration and control recoveries. Differences in results and reference ranges from tsh and ft4 assays by different manufactures, in this case abbott and beckman, can vary due to differences in the types of antibodies used, setups of the assays, and standardization methodologies. No further investigation was possible as no sample was available. The investigation was unable to find a definitive root cause.